Manufacturer narrative:
A photograph of the fractured tip of the pituitary was provided and the reported event was confirmed. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of production records found the device had been in use for over 9 years. Based on the information the root cause is likely to be the result of wear fatigue of the pituitary material following a 9 year service life. Labeling review: "intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed." "Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
It was reported that during a spinal procedure the distal articulating tip of a pituitary fractured off. The piece was retrieved and was not retained in the patient. No further patient or procedure impact was reported. No additional information was provided.